Event description:
Reportedly, during testing, a low oxygen alarm occurred. Malfunction did not occur during patient use. The oxygen sensor was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).